Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 1.93mm x 1.56mm in size, was not returned with the instrument. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.83mm x 7.93mm, was not returned with the instrument. Additional observation found related to the reported complaint: the instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire was located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have damage to the jaws. The procedure was completed with no reported injury.